Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was cracked. The pump was still functional however, the customer was unsure how the touchscreen became cracked. The customer's blood glucose was not impacted.